Event description:
It was reported that during a pre-surgery review, air is noted to be leaking from the hose-to-cuff connections. It was reported that there was no patient involvement. No adverse events have been reported as a result of this malfunction. Due diligence is in progress currently, and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter -telephone number: (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.